Manufacturer narrative:
Additional information: the instructions for use (IFU) which accompanies the device contains guidance and instructions regarding proper imaging protocols for cranial, dbs, spine, and ent applications. The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique. A medtronic representative reported that the account team has provided additional training to the doctor and associated staff at the hospital.

Manufacturer narrative:
Patient identifier not made available from the site. Medtronic representative deemed probable cause of the reported issue it likely that the exam did not follow imaging protocol. Exam was old and non-contiguous. Also noted 'brain sag' as a contributing factor. On 08/31/2016 a medtronic representative, following-up at the site, reviewed procedure images of the tracer pattern with yellow/red at the point of the previous surgery. This anatomy had likely changed due to the age of the exam and change in the anatomy due to a recent surgery. On 09/08/2016 software investigation completed. Image analysis finds that the patient exam was old and non-contiguous. Software is functioning as designed. On 09/20/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site neurosurgery representative, alleging that while in a cranial tumor resection procedure, the site's navigation system was inaccurate approximately 1 centimeter inferior. For this procedure, the surgeon was using axiem with synergy cranial 2.2.7. Medtronic representatives confirmed accuracy on anatomical landmarks: l/r tragus, l/r inner canthus, l/r, outer canthus, and near the entry point of procedure. The surgeon was using an exam that was approximately one year old. The patient had a surgery in the same location of the anatomy a week prior to this procedure and no updated exams were taken. The exams were also non-contiguous. Prior to this procedure, medtronic representatives addressed all of these points with the site neurosurgery representative, a resident and the surgeon, however, they requested moving forward with navigation. After removing the bone flap, the navigation system was alleged inaccurate. When requested to touch the same anatomical landmarks on the patient, they were unable to. The navigation system appears accurate on the skull. Medtronic representatives recommended to create checkpoint and plans to call on for verification of system accuracy, however, the surgeon declined. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.